Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: complaint registered regarding the dissatisfaction of the hospital's physician with the cdh circular stapler due to reports of re-stenosis in their patient. The hospital did not provide information on which code and lot of product was used. Further information on patient consequences and dates are not available so far. Additional information was requested and the following was obtained: event: colorectal anastomosis dehiscence in postoperative evolution. Date of procedure: (B)(6) 2017. Lot: p4r08e. Does the surgeon believe the cdh caused or contributed to the anastomosis dehiscence? Yes. If so, "where" there any issue with the circular device during the initial procedure? Please describe in detail the issue experienced. At the procedure time there wasn´t any "employed" of j&j to confirm any initial issue and the procedure happened a long time ago. The healthcare professional "don´t" remember details about the stapler but he knows about the stapler functions and how use it. Did the surgeon perform a leak test prior to completing the case? Were there any leaks detected? If so, how was the leak addressed? At the procedure time there wasn´t any "employed" of j&j to visualize the leak test realization but the healthcare professional always "realize" the leak test. Did the surgeon routinely oversew the anastomosis? Yes. How was the anastomotic dehiscence detected? Post "operatory" evaluation. How many days post surgery did the anastomotic dehiscence occur? The healthcare professional "don´t" talk about this information. How was the anastomotic dehiscence addressed? Re-intervention "operatory". What was the indication for surgery? I don´t know about the indication for surgery. What is the current status of the patient? The hospital doesn´t provide this information. I have no further data to provide beyond those mentioned above.

Event description:
It was reported that following an unknown procedure, there was colorectal anastomosis dehiscence in postoperative evolution.